Event description:
It was reported that the user experienced a rapid decline in glucose after resuming insulin delivery and taking a long walk without pausing the ilet, leading to concern about running low; the user immediately ingested oral glucose (glucose gel and two glucose tablets), confirmed glucose with a fingerstick after education on cgm lag, and continued monitoring while using a dexcom g7. Symptoms included low glucose and urgent low soon indications. Outcomes included self-treatment with oral glucose and continued home monitoring without medical intervention or hospitalization. Investigation included real-time phone troubleshooting, education on cgm lag versus fingerstick confirmation, and review of recent infusion set change and site placement. Investigation of this case revealed that insulin delivery and corrections resumed appropriately after moving the infusion set to a new site, and the rapid glucose decline was associated with physical activity while the ilet remained active, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.